Event description:
It was reported the bottom display is missing segments. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) is out of specification (missing pixels). Analysis also found the upper case is dented (affecting keyboard fit). The ring is bent and the keyboard is stained. (B)(4).